Event description:
During a single port robot prostatectomy, we had an instrument break while inside the patient. All pieces of the fenestrated bipolar instrument were collected and sent to surgical solutions. Staff from surgical solutions was notified. I also called the intuitive robot representative, and emi. I also notified my manager. No injury occurred to patient.